Event description:
Pharmacy and vendor implemented upgrade of baxa compounder converting from tpn3 plus software to abacus and from the baxa 2300 compounder to the em2400 during the week of august 29th to september 1st. On september 4th & 5th we prepared tpn bags with more dextrose 70% and lyposyn 20% than was ordered by the physician. The label information had volumes of dextrose 70% and 500 ml and lyposyn ii 250 ml, which are correct, but the solution formlua shows volumes of dextrose 70% 1,000 ml and intralipid 20% 500 ml. This was intended to be a minimum volume tpn but ended up delivering 750 ml more fluid than ordered. Blood sugars were elevated but fortuantely the physician had ordered sliding scale insulin which was used to manage high blood sugar levels. The new abacus software inadvertently had an option for ingredient units which was designated "ml 1:1" which should not have been a selection option and which shows up next to the "ml" option allowing for selection error. Selection of the ml 1:1 units is programmed to double the volume of the ingredient. A prn pharmacist with minimal training selected the wrong units for dextrose and lipids and thus effectively doubled the volume of each ingredient. Later pharmacists did not detect the error on bags since the labels looked as though the solution was correct for the order. Another pharmacist detected that the bag volume seemed high especially since it was supposed to be a minimum volume tpn, and discovered the error. Blood sugar values for the pt were elevated for the period of time they received the extra dose.